Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient stated that they "seemed to have pulled it loose." The patient stated that they noticed a "stitch pain" when moving the wrong way. The patient stated that it feels like someone stuck a knife in them. The patient confirmed that the issue seemed sudden. The patient stated that the event occurred probably 3 weeks ago. No further complications were reported or anticipated.